Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set backflowed blood from a blood product administration on the baxter pump. The device backflowed the blood into a normal saline bag despite the rollerclamp being locked. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph could not be visualized. Due to the nature of the sample provided, no further testing could be performed. Therefore, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.